Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was a venotomy closure of multiple access sites in the right femoral vein using the pre-close and post close techniques relative to an ablation procedure. Hemostasis was successfully achieved at the distal pre-closed sites and the proximal 5f post close site with prostyle devices. At the other proximal post-close site (8f sheath), a cuff miss [suture retrieval issue] occurred with a prostyle device. Another prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.